Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown underwent a premature ventricular contraction ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was a wire (foreign material) inside the sheath. When preparing before the procedure, they tried to pass the dilator through the sheath, but there was resistance, so they only entered the sheath part of the way. After being removed once and flushed again, it was inserted smoothly, but it was pushed out by a dilator and something like a wire came out of the sheath tip. A new same product was opened and used. The procedure was completed without patient's consequence. The resistance they were having with the sheath when they were trying to put the dilator into the sheath. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The physician was not able to move forward dilator, but it was able to withdraw. The damage did not result in wires being exposed or lifted or sharp rings. Resistance with sheath is not MDR-reportable. Foreign material on usable length of catheter is MDR-reportable.

Manufacturer narrative:
On 20-apr-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 26-jul-2022, the product investigation was completed. It was reported that an unknown underwent a premature ventricular contraction ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was a wire (foreign material) inside the sheath. Device evaluation details: visual analysis of the returned sample revealed that dilator presented some scratches and could correspond to the interaction with the provided wire when it was inside of the carto vizigo sheath; also, an extra wire was received in separated bag. The extra wire received, it looks similar to the puller wires; however, the sample and the wire were sent to a supplier manufacturer for further investigation. Due to the condition of the pull wire, an internal action was opened. Additionally, visual examination of the shaft demonstrated that the dilator, the brim cap, and the silicone ring were placed in the correct position and found in good conditions. A device history record review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-may-2022, an analysis of a received photograph of the complaint device was completed. According to the pictures provided by the customer, the dilator had several scratches that can be related to the resistance detected. Also, a metallic wire was observed. According to the characteristics of the material reported and the pictures received, it can be assumed that it was the puller wire. However, this cannot be conclusively determined. The customer complaint was confirmed based on the picture received. A device history record evaluation was performed for the finished device [50000049] number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)